Manufacturer narrative:
This report is submitted on july 23, 2020.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2020, due to a lack of performance resulting in device non-use. It is unknown whether the patient was reimplanted as of the date of this report.

Manufacturer narrative:
This report is submitted on 11 september 2020.